Event description:
A cartridge alarm, specifically alarm 20, was reported by the caller. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer had not previously reported this specific issue with the pump, but had experienced alarms with consecutive cartridges. Technical support (cts) decided to replace the pump. The customer was instructed to place the current pump into storage mode and return it via ups within 10 days. Cts confirmed the shipping address and sent a new replacement pump without requiring a delivery signature. The caller understood and acknowledged all instructions and steps provided by cts.